Manufacturer narrative:
Patient medications: tamsulosin, midodrine, and aspirin.

Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2020, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that images (modality and date is unknown), revealed a proximal type I endoleak. It is unknown if there is aneurysm sac enlargement. Reportedly, during the initial procedure the gore® excluder® trunk ipsilateral leg endoprosthesis was intentionally deployed lower distally to the renal arteries due to a reverse tapered aortic neck. There was a reintervention on (B)(6) 2022. The physician implanted two gore® excluder® aaa endoprostheses aortic extender in the proximal seal zone from the original procedure. The endoleak was resolved. The patient tolerated the reintervention procedure.

Manufacturer narrative:
Addition code 22: the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to endoleak.